Manufacturer narrative:
On march 06, 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, following pounding sensation in the patient's heart, the device was interrogated on (B)(6) 2012 and was found in standby mode. An analysis is requested.